Manufacturer narrative:
The technician found the metal guards around the pins on the communication cable pin connector are broken off. The technician replaced the communication cable to resolve the issue.

Event description:
The technician alleged the bed has no nurse call. No patient impact.